Event description:
The daughter of a patient called medical affairs to request medical information and reported an adverse event. The patient had two boston scientific stents placed in the left anterior descending (lad) in 2001. Five years later, the patient returned to the hospital with mild chest pain. Angiography was performed and revealed a new stenosis in the 1st diagonal that was treated with a cypher (cxs13250 / lot x1205721). On (B)(6) 2011, the patient returned to the hospital to have a mole removed from his head and while there complained of some mild chest pain. Troponin was collected and was noted to be elevated. The patient was diagnosed with a "mild" myocardial infarction. Angiography revealed a 100% restenosis of the cypher stent. There was also a 50% stenosis seen in the rca. The stent was treated with angioplasty only. The rca lesion was left untreated. Plavix, lisinopril and simvastatin were started. The patient was discharged. Event resolved.

Manufacturer narrative:
The daughter of a patient called medical affairs to request medical information and reported an adverse event. The patient' medical history consists of cad, pvd, elevated ldl, and thrombocytosis. The reporter indicated that the patient had two boston scientific stents placed in the left anterior descending (lad). Five years later, the patient returned to the hospital with mild chest pain. Angiography was performed and revealed a new stenosis in the 1st diagonal that was treated with a cypher (cxs13250 / lot x1205721). Approximately five years later, the patient returned to the hospital to have a mole removed from his head and while there complained of some mild chest pain. Troponin was collected and was noted to be elevated. The patient was diagnosed with a "mild" myocardial infarction. Angiography revealed a 100% restenosis of the cypher stent. There was also a 50% stenosis seen in the rca. The stent was treated with angioplasty only. The rca lesion was left untreated. Plavix, lisinopril and simvastatin were started. The patient was discharged. The daughter had sent diagrams of the procedures that the patient received, but no actual reports. The initial procedure depicts an old stent in the left main and a 2.5mm x 13 mm cypher stent being implanted at the bifurcation of the first diagonal and the mid lad. The diagram of the second procedure depicts a new lesion in the rca, 50-60% restenosis in a stent in the mid lad and a new stent being implanted in a 100% occluded second diagonal, that event was treated with the placement of another stent at the bifurcation of the second diagonal and the lad. The patient's daughter reported to us that the initial stent was the one that was 100% occluded. There was no additional information available at the time of this report. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis and myocardial infarctions are known potential adverse events following stent implantation and are often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a type of treatment of the disease process and it is not a prevention or cure of the progression of atherosclerotic artery disease which could lead to myocardial infarctions. Review of the information provided suggests that there are patient factors and vessel/lesion factors (bifurcation) that may have contributed to this patient's restenotic event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.